Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who started treatment with synvisc and later her knee was swollen, could not bend knee, body is reacting and her immune system is too active and attacking it, pressure was going high, her knee was drained (25 cc) and second shot wasn't so good, the pain all came back. The medical history was significant for total hip replacement (several months before synvisc). The patient was allergic to penicillin and erythromycin. No concomitant medications were reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/lot number and expiration date: not provided) in her left knee for knee osteoarthritis. It was reported that the patient had received two synvisc shots, one week apart. The most recent one was on (B)(6) 2015, (B)(6). The patient stated that the first shot was fine and she felt great afterwards. The second shot was not so good, the pain all came back. On (B)(6) 2015, friday, 12 days after starting treatment with synvisc the patient's knee was swollen and the next day she could not bend it. On (B)(6) 2015, (B)(6), she called the doctor and was referred to an ortho doctor who drained it (25 cc was drained) and put her on a 6 day course of oral steroids. On (B)(6) 2015, the patient was scheduled to receive the third shot but the physician suggested her to not receive the third shot. The doctor felt that her body was reacting and her immune system was too active and attacking it and also said that he had seen worse in terms of the amount of drainage. He suggested a different type of shot for her instead but the patient stated that she needed this because she did not want another operation. She thought that synvisc was working so far. On an unknown date, the patient had a reaction to the steroids with her pressure going high. It was reported that the patient was pretty sensitive to medications. Action taken: unknown. Corrective treatment: oral steroids; knee was drained for knee was swollen; not reported for other events. Outcome: not recovered/ not resolved for knee was swollen, could not bend knee, body is reacting and her immune system is too active and attacking it, pressure going high, drained the knee (25 cc) a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: pressure high due to steroids and not reported for other events seriousness criteria: required intervention for knee was swollen additional information was received on 18-dec-2015. Ptc results were added and the text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who started treatment with synvisc and later her knee was swollen, could not bend knee, body is reacting and her immune system is too active and attacking it, pressure was going high, her knee was drained (25 cc) and second shot wasn't so good, the pain all came back. The medical history was significant for total hip replacement (several months before synvisc). The patient was allergic to penicillin and erythromycin. No concomitant medications were reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/lot number and expiration date: not provided) in her left knee for knee osteoarthritis. It was reported that the patient had received two synvisc shots, one week apart. The most recent one was on (B)(6) 2015, monday. The patient stated that the first shot was fine and she felt great afterwards. The second shot was not so good, the pain all came back. On (B)(6) 2015, friday, 12 days after starting treatment with synvisc the patient's knee was swollen and the next day she could not bend it. On (B)(6) 2015, saturday, she called the doctor and was referred to an ortho doctor who drained it (25 cc was drained) and put her on a 6 day course of oral steroids. On (B)(6) 2015, the patient was scheduled to receive the third shot but the physician suggested her to not receive the third shot. The doctor felt that her body was reacting and her immune system was too active and attacking it and also said that he had seen worse in terms of the amount of drainage. He suggested a different type of shot for her instead but the patient stated that she needed this because she did not want another operation. She thought that synvisc was working so far. On an unknown date, the patient had a reaction to the steroids with her pressure going high. It was reported that the patient was pretty sensitive to medications. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Action taken: unknown. Corrective treatment: oral steroids; knee was drained for knee was swollen; not reported for other events outcome: not recovered/ not resolved for knee was swollen, could not bend knee, body is reacting and her immune system is too active and attacking it, pressure going high, drained the knee (25 cc) reporter causality: pressure high due to steroids and not reported for other events. Seriousness criteria: required intervention for knee was swollen.